Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the distal portion of the lead was returned, analyzed and no anomalies were found. It was noted that all conductors were distorted, there was blood/body fluid on all conductors (not obstructed), the outer insulation was breached cut, there was a white substance on the outer insulation, the outer insulation had a cosmetic depression, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism and there was apparent explant damage.

Event description:
It was reported that the patient was seen in the emergency room. The atrial lead had high thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.